Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptoms such as dizziness and nausea. Customer was hospitalized for high readings. Customer was treated with at the hospital. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.